Event description:
On april 29, 1998 two blood sets were used for one transfusion because the first one separated at top of y at filter. This was the second occurrence in two days. As reported by facility, report no w33m8s 8121 a001 via cc: MFR/user/fdachfc-240).